Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength, needle pull strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle happened when it was used to sew during procedure. Another like suture was used to complete the procedure. There were no patient consequences reported.